Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the forceps plug of the biopsy valve fell into the patient's body through the scope, which was recovered using biopsy forceps. The diagnostic bronchoscopy was completed by replacing it with a similar product and there were no reports of any further patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the lot number and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6. Corrected fields: d4 lot number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The biopsy valve was damaged and fragments had fallen off. The shape of the broken piece matched the damage part of the biopsy valve. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the biopsy valve. The cause of the damage to the biopsy valve may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.